Manufacturer narrative:
(B)(4). Concomitant medical products: wagner sl revision, trial stem, distal, 18; item#0100109118; lot#13.866541 italy. This follow-up report is being submitted to relay additional and/or corrected information visual examination: the distal trial stem has several nicks and scratches on all outer surfaces. The proximal coupling of the trial stem is worn and shows instrument marks. It seems like that a broken off part of a trial screw is still in the distal trial stem. The exposed fracture surface of the trial screw has a smooth concave appearance, most likely due to drilling in the attempt to remove the distal trial stem. The other part of the trial screw was not returned. The DHR of the trial screw could not be reviewed due to missing product identification. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00114 -1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item number and lot number unknown.

Event description:
It was reported that during hip arthroplasty surgery, a wagner trial stem was selected. During this operation the interconnection screw between the metaphysis and the taproot was broken, making its removal difficult. The surgeon had to lengthen the incision and make a femoral resection to extract the trial stuck in the femur and then make a reduction and implant a longer stem. The surgical time increased by 90 minutes. Attempts have been made and all additional information received has been included in this report.